Event description:
It was reported that the right ventricular (rv) lead exhibited inadequate stimulation due to a fracture. Subsequently the lead was surgically abandoned and a new rv lead was implanted successfully. There were no additional adverse patient effects reported. This device is will not be returned for evaluation.

Event description:
It was reported that the right ventricular (rv) lead exhibited inadequate stimulation due to a fracture. Subsequently the lead was surgically abandoned and a new rv lead was implanted successfully. There were no additional adverse patient effects reported. This device is will not be returned for evaluation. Additional information received noted that the lead exhibited high, out of range impedance and loss of capture.

Manufacturer narrative:
This report contains updates from additional information received. This includes the fields; b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated.